Event description:
The base of the monomer blister package was broken. This event did not occur during the surgical procedure; therefore, there was no adverse effect to any pt.

Manufacturer narrative:
Evaluation results suggest that the event may have occurred during shipping and handling of the product after leaving the MFR facility. No product discrepancies were observed during the original manufacture of this product.